Event description:
It was reported that the customer had unexplained high blood glucose, dka and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of hospitalization was 374 mg/dl. Caller stated that the customer was vomiting, had dry mouth and nausea. Caller stated that the insulin pump drive support cap was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.